Event description:
Rptr has been an rn for 5 years. During her work, she had noticed signs and symptoms of contact dermatitis when using latex gloves. She elected to use non latex gloves during her course of work. While eating a salad prepared by individuals who were wearing latex gloves, the rptr suffered an anaphylactic reaction. Her lips and tongue became swollen; and she had difficulty swallowing and breathing. The swelling continued, and she was taken to the ER. She was then admitted for 23 hour observation, and medication was given. Rptr also suffered blisters on the top of her mouth. The rptr is concerned, because no latex free protocol was followed while she was in the hosp. All of the staff wore latex gloves, she was given an IV line with latex components, and subsequently she suffered from blisters around her eyes as a result of the latex exposure. The rptr's physician has told her that she can never again work as a nurse, and cannot work at all until her swelling and bliseters resolve. Rptr still has difficulty enunciating words due to the swelling of her tongue.